Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there was a clogged alarm. There was no report of patient impact. The following information was provided by the initial reporter: when the line is stopped for a period of time and then restarted the line will ring occluded. The nurse will try many things to get the line infusing again - milking the line, disconnecting the line from the patient and flushing the line through, changing the pumps, etc. And nothing works except changing the line entirely.

Manufacturer narrative:
H6: investigation summary. 2 samples of model # 100110453 (one used and one unused) received from customer for investigation. It was reported by customer that "when the line is stopped for a period of time and then restarted the line will ring occluded". The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets arrived with lipids throughout the tubing, in the filter and past the filter. No excess solvent was seen at the ports of the filter. The sets were flushed with water and then primed with 85% glycerin /15% water solution. In used sample of lot # 22085017 filter leakage from vent membrane was clearly observed and causing occlusion. In unused sample of lot # 22095380 an infusion run was performed using an alaris pump at a rate of 1ml/hr for about 18 hrs. No occlusion was observed. The customer complaint that the tubing was occluding could not be replicated . However, leakage issue observed in used sample . The quality notification was sent to supplier. Response received. A device history record review for model 10010453 and lot number 22085017 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there was a clogged alarm. There was no report of patient impact. The following information was provided by the initial reporter: when the line is stopped for a period of time and then restarted the line will ring occluded. The nurse will try many things to get the line infusing again - milking the line, disconnecting the line from the patient and flushing the line through, changing the pumps, etc. And nothing works except changing the line entirely.